Event description:
It was reported that the patient received inappropriate therapy due to post sensed t-wave oversensing on the lead. R-waves had also decreased since implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.